Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2014. The device is currently unavailable.

Manufacturer narrative:
This report is filed november 3rd, 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient reported poor sound quality with implant use. Subsequently, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.